Event description:
A report was received from the father of a patient stating the patient passed away several years ago. A replacement device sent to the patient from philips prompted the call from the reporter (the patient's father) to advise there is no need for the device and inquired about returning the device. Details surrounding the patient's death were not provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.